Manufacturer narrative:
A philips remote service engineer spoke with the customer and determined the issue was due configuration settings. A network support specialist (nss) met with the customer to explain how to isolate xds test and production systems by assigning unique infrastructure and directory addresses to each domain and advised the customer to update these addresses and server priorities accordingly to prevent systems from merging. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that all xps stations are not seeing the monitors and no errors received. It is unknown if the device was in use at time of event, and there was no adverse event reported.